Manufacturer narrative:
Date of event: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-32659. It was reported that the patient experienced ineffective stimulation. It was discovered that the leads had migrated up during an ipg pocket revision (related manufacturer reference number 3006705815-2020-32651). In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the anchors were replaced and the existing leads were repositioned back to t9. Post-operatively, stimulation therapy was restored.